Event description:
A surgeon reported that the phaco quadrant setting disappeared during surgery "holding power" was poor and phaco energy was weak. The case was completed with no pt harm. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental report will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).